Event description:
Customer called customer service to receive training in how to calibrate his freestyle freedom blood glucose meter. While on the phone, customer reported that in 2009, he began to experience vertigo and "low blood sugar", but because the meter was not calibrated he could not test and subsequently lost consciousness. Paramedics were called. An IV of unknown type was started, the customer was given a "sugar shot" and he was also given food to eat. There was not report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Incident involved a training issue, so no product investigation will be conducted. Customer service provided the requested training.